Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was needle detachment. During surgery and after one stitch was made, the needle detached from the suture. There was no patient harm or intervention noted. Additional information has been requested.

Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have not received any sample to analyze this case. Without any closed sample we cannot carry out an analysis in order to take a decision. As no samples have been received and no units are available in b. Braun surgical, s.a., we have only been able to review the batch manufacturing record and no incidences related to this issue have been found and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.